Manufacturer narrative:
Investigation results: visual investigation: the investigation has been carried-out by the aesculap technical service (ats). The handpiece has been checked according to the internal inspection plan. The technical employee noted that the inner of the handpiece is with corrosion. Furthermore, by functional testing, there are loud running noises. Additionally, the product investigation carried out by the investigator from the qm department. The vigilance investigator carried out the pictorial documentation visually with "panasonic dmc tz8" and microscopically. The surface of the inner pieces of the product are with residues and corrosion. The ball bearing and the shaft driver was worn out and damaged due to corrosion. The state of the interior points to inadequate and incorrect reprocessing. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: upon the investigation results the root cause of the problem is mostly reprocessing related. The instructions for use (IFU) should be taken into account to prevent such errors in the future. Based upon the investigations results a CAPA is not necessary.

Event description:
No updates.

Manufacturer narrative:
If additional information or investigation results are received, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a micro-line drill. According to the complaint description, when the drill was activated, oil or water came out of the tip and dripped into the patient's mouth. The doctor used saline solution to rinse the patient's mouth right away, and another tray was used to continue the surgery. The malfunction caused a delay and required medical intervention. This occurred during a le fort procedure. Additional information was not provided. The malfunction is filed under xc reference (B)(4).